Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarms noted during testing. The device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, and stained end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error four times during bolus. Customer's blood glucose was unknown, but current was 227 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.